Manufacturer narrative:
No product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had calcification of a. Subclavia into lv preventing successful delivery of impella. The device passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. The physician could not implant the pump because of a calcified subclavian artery. The pump could not be advanced. No patient harm has been reported.